Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was kinked tubbing event on 15-sep-2024. No further information available .